Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A registered nurse reported that following an intraocular lens (iol) implant procedure, an eye infection was reported. Additional information was requested.